Manufacturer narrative:
The insulin pump had no button response due to moisture damage on keypad traces. No button error alarms noted. The prime anomaly test could not be performed due to the keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump would not exit the rewind complete/bolus delivery loop. Customer's blood glucose value is unknown. It was advised to hold down the act button until receiving a second series of beeps and/or numbers appeared on the display. She stated that they did not receive the beeps nor did numbers appear on the screen. The mother also reported that the insulin pump alarmed button error. She stated that the device was not exposed to moisture and a button was not pressed for 3 minutes or longer. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.